Event description:
Complainant alleged that while attempting to defibrillate (B)(6) male patient, the device made a loud sound and sparks were seen underneath the apex electrode. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.